Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacing lead impedance was decreased. No other electrical problems were observed and no lead damage was seen on x-ray. No intervention was performed, the patient will be closely monitored. The patient was stable.